Event description:
3 of 3 reports. Other mfg report numbers: 3014334038-2022-00077, 3014334038-2022-00078. A facility reported the icp sensor had to be replaced due to monitor failure. No additional information has been provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Serial number update: (B)(6). DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications.

Manufacturer narrative:
The cerelink monitor was returned for evaluation: failure analysis - the monior was connected to a functional power supply and powered on appropriately. The software was confirmed to be the latest revision, 3.00.05. The monitor was connected to a pressure simulator via the provided extension cable. The monitor was also connected to a bedside monitor via a bedside monitor interface cable, and the calibration was completed successfully. The cerelink monitor and the bedside monitor successfully displayed the correct pressure simulator input values of 0mmhg, 10mmhg, 20mmhg, 30mmhg, 50mmhg, 100mmhg, and 150mmhg. This failure is not confirmed. Therefor the complaint condition could not be confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a.